Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was implanted on (B)(6) 2024 without any complications at time of implant. On (B)(6) 2024, the attending cardiologist of the intensive care unit (ICU) ward called the ventricular assist device (vad) coordinator to inform them that the patient was getting septic about the last days. Catecholamines and vasopressor therapy was increased and volume therapy adapted. The pump was running as expected without any problems. A computed tomography (CT) scan was also performed and showed that the driveline was tunneled nearly along the whole length through the peritoneum with touching and slightly perforating the bowel. Therefore, stool entered the abdomen and was therefore suspected to be the root cause of the beginning sepsis. The abdomen was flushed with antiseptic solutions to drain the stool. The surgeons decided also to correct the tunneling of the driveline in a re-exploration on (B)(6) 2024, but shortly prior the procedure they decided to exchange the whole device to exclude any potential contact of the stool contacted driveline with the pericardium and therefore further progress of the septic development. They also flushed the whole thorax with antiseptic solutions several times. The pump exchange went straight forward without any complications.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.